Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent partial removal surgery and hernia repair surgery on (B)(6) 2010 and proceed was implanted during which the surgeon noted ¿mesh densely adhered to the bowel. The mesh was resected along the right lateral wall and this portion was removed from the abdominal cavity. Since the left lateral wall portion of the mesh had been incorporated into the peritoneum, it was left in place.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. The patient had a previous proceed implanted on (B)(6) 2007 and (B)(6) 2009 which is captured in a separate files. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/31/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/26/2024. Additional information: d4 (expiration), h4. Corrected information: d4 (primary UDI #). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.